Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During an index procedure one resolute onyx des was implanted in the mid lad. Approximately 27 months post the index procedure the site learned through a care provided that the patient was deceased due to congestive heart failure (obituary). The site assessed the event as not related to the drug or the device. The sponsor assessed the event as not related to the antiplatelet medication or the drug. Death was classified as non-sudden cardiac death.